Event description:
Plaintiff alleges that the plaintiff has become sensitized to latex, and is subject in the future to one or more anaphylatic reactions. As a result, the plaintiff alleges to have suffered substantial injury, pain and suffering as well as economic loss. The plaintiff further alleges that in december of 1998, the plaintiff was diagnosed as having latex allergy.